Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2012, it was reported that the pt had been experiencing high blood glucose levels from a week, as high as 25 mmol/l (450 mg/dl). The pt believes that the infusion device is not delivering enough insulin. The pt replaces the infusion set regularly. The pt had the flu during this time. The pts "diabetic specialist" checked the basal rates on the infusion device and confirmed that they were correct. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.